Event description:
I underwent surgery for a pelvic mesh implant to address urinary incontinence in 2006 at (B)(6). Recently, symptoms have developed. Pain with intercourse, painful tremors in pelvic floor through the day, dull pain in vaginal area throughout the day making it difficult to sit.